Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and cycler set and the patient event of abdominal pain with peritonitis and subsequent hospitalization. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Per the pdrn the cause of the peritonitis was attributed to touch contamination by the patient as evidenced through the culture result of methicillin resistant coagulase negative staphylococcus. These organisms are commonly found colonizing human skin and hands. Most pd-related peritonitis cases are caused by touch contamination. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on due to touch contamination. The pdrn stated that the patient was hospitalized for a reason unrelated to pd therapy (fall leading to intracranial bleed), was discharged, dialyzed that night and the following morning felt abdominal pain. Additional information was obtained from the pdrn. The patient was admitted to the hospital on (B)(6) 2019 with abdominal pain and diagnosed with peritonitis. The patient completed pd therapy on the liberty select cycler that night of (B)(6) 2019 and the patient began experiencing abdominal pain the following morning. A pd effluent culture was obtained and resulted positive for methicillin resistant coagulase negative staphylococcus type 1 and methicillin resistant coagulase negative staphylococcus type 2 with a white cell count of 532 (unknown units). The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef 250mg daily (duration unknown). The patient continued pd therapy during hospitalization and was discharged (B)(6) 2019. The patient continues to recover while completing pd therapy on the liberty select cycler. The cause of the peritonitis has been attributed to touch contamination during treatment on (B)(6) 2019. There were no issues reported with the liberty select cycler or cycler set for this event.